Manufacturer narrative:
The complaint description states that tip of proximal reaming guide holder internal rod broke off when instrument was removed from the proximal reamer guide handle. The device associated to the complaint was not returned for analysis. No other analysis was possible because nor the batch number neither x-rays or medical records was/ were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of proximal reaming guide holder internal rod broke off when instrument was removed from the proximal reamer guide handle. The broken tip was removed from the wound and the procedure continued and checked with internal rod to confirm all pieces removed.

Manufacturer narrative:
The complaint description states that tip of proximal reaming guide holder internal rod broke off when instrument was removed from the proximal reamer guide handle. The device associated to the complaint was not returned for analysis. No other analysis was possible because nor the batch number neither x-rays or medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Addendum added (B)(6) 2016: the complaint was reopen due to the receipt of the product for analysis. On returned product, the intern stem presents a deterioration of the end of the distal part (diameter 3.6). This deterioration were caused by the use. The DHR analysis of the batch returned shows an initial conformance of this product with regards to the actual specification ((B)(4)). For this batch, there was no deviation or non-conformance. A search into the complaints database was performed, 1 other similar complaint ((B)(4)) was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined with certainty. The deterioration could be related to solicitation in use. The issue will be monitored through post market surveillance reviews depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.